Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: (B)(6), h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that when trying to upload images from picture archiving and communication system (pacs), the image would not get past 0%, then displayed a "transfer failed" message. The system was tested using a wired connection, and another system was tested using wireless. Neither was able to pull images from pacs. Patient present. Troubleshooting was performed while onsite, it consistently delayed searching/downloading via wired or wireless on this system. It took multiple minutes to download a CT exam, some patient images just sat at 0%. Worklist comes up with no issues, the manufacturer representative (rep) was able to search patients, it seemed to be taking a bit longer time but connected. All other exams tested would eventually download, except for functional exams in relation to this patient. The suspected exam issue in relation to this specific patient/exams that were being downloaded, would not move past 0%. However, concerns of delayed communication/transfers were still present. It was recommended that the rep swapped ports and troubleshoot router to determine if that was causing a role in 'slowness' of downloading. Digital imaging and communications in medicine (dicom) functionality test had all green statuses. It was recommended uploading the image via usb. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.